Event description:
Allergan aesthetics received a report from a patient who reported receiving coolsculpting treatment in december of 2018 to the bilateral upper arms using the cooladvantage, coolfit applicator, to the right upper abdomen using the cooladvantage, coolcore applicator, to the bilateral outer thigh using the cooladvantage petite coolfit applicator, and to the bilateral bra fat/back fat area, bilateral flanks, and bilateral banana roll using the cooladvantage coolcurve+ applicator and presented with paradoxical adipose hyperplasia (pah/ph) six months post treatment and diagnosed on (B)(6) 2023.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.